Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced a damage product. The following information was provided by the initial reporter: bedside rn called the saq rn after finding the patient's lipid tubing broken and lying on the floor..

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 23-jun-2022. H6: investigation summary: a complaint of damage below the cap was received from the customer. A sample was returned for investigation. Through visual inspection, damage could not be seen below or on the cap. However, the lower half of the set was separated at the filter. The separation was clean with no damage observed to the filter. No solvent was observed at the filter connection site. The lower half of the set was not returned with the sample. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing site was notified of this defect. The root cause was determined to be a lack of solvent being added to the connection site of the filter and the lower half of the set. A new fixture was added to prevent this separation. This set was manufacturing prior to this addition. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced a damage product. The following information was provided by the initial reporter: bedside rn called the saq rn after finding the patient's lipid tubing broken and lying on the floor.